Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 67, 98 mg/dl. Tests were done within 10 minutes with a difference of 27mg/dl. Customer using alcohol prep and expired control solution. Patient did not experience any adverse events. No further information has been reported.